Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. The bolus wizard functions properly per bolus wizard sample in the 523/723 user guide. No estimate detail anomaly was noted when using the bolus wizard feature. The insulin pump was then programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and they were verified in the daily total screen. There was no bolus anomaly, history anomaly or daily total anomaly noted. The insulin pump had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he wore the insulin pump in an MRI. Customer's blood glucose was 143 mg/dl. Customer treated with a bolus and added more carbs than he actually had for the bolus. Customer was advised that he should refer to his health care professional about changing his bolus wizard setting if they're not working for him. Customer stated that he was hospitalized 10 years ago due to a low blood glucose. Customer was given a sandwich at the hospital and had his blood drawn before being sent home. Customer declined further assistance 10 years ago. It was found that the customer puts cold insulin into the pump. Customer was advised to use room temperature insulin. Customer declined to remove or change the set at this time. Customer also declined to perform the high pressure test. Customer later called back with a blood glucose of 436 mg/dl. Pump failed the displacement test. Customer was using an empty reservoir. Insulin pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the device and passed. The insulin pump passed the displacement accuracy test.